Manufacturer narrative:
Review of the device history records showed that there were no issues that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Patient status post slipped capital femoral epiphysis procedure, left hip, implanted on (B)(6) 2011 with 7.3mm cannulated scfe screw returned to surgeon for post op visit on (B)(6) 2012. An x-ray showed the screw was backing out. X-rays completed on (B)(6) 2011 and (B)(6) 2011 showed the screw in good position. Patient returned to operating room on (B)(6) 2012 to remove the screw, patient is being revised to another like screw.